Event description:
It was reported that when an asymptomatic patient presented in-clinic high, out of range high voltage lead impedance was noted. The svc coil was programmed off, and the lead remains implanted.

Manufacturer narrative:
A partial lead measuring 57.6cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that the lead was explanted and replaced. The patient was doing fine post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.